Manufacturer narrative:
(B)(4). Although it was initially reported the device would be returned it has not been received. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received and without the product to examine, a definitive cause for the reported bleeding following the advancement of the suture cannot be determined. Additionally, two sterile devices were returned for the experience of a suture break. Both of the devices passed testing. Complete needle/suture deployment and suture retrieval occurred with knot tightening and no suture break occurred. The device functioned according to specifications. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the knot was advanced to the arteriotomy site, bleeding continued. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Additionally, two unused representative sample devices with the same part/lot number were returned for evaluation. A follow-up will be submitted with all relevant information.